Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that a one touch ultrasmart meter had broken casing, after the meter was dropped on the floor. A medical affairs specialist spoke with the patient on june 11, 2008 and verified the following information. The patient indicated that the reported issue started about 5-6 days before she called lfs. She reportedly was unable to test her blood sugar during that time. The patient mentioned that she was eating less than usual on three days prior to original date, as she was feeling nauseated. She also reportedly administered less amount of insulin, 15 units of humulin 70/30 that morning rather than 30 units, which is her normal dose. At around 12:00 or 1:00 pm, she reportedly started feeling shakiness and dizziness. She claimed she was aware that her blood sugar was low and therefore, ate something sugary and felt better. She was not tested on another device at the time of concern. The customer service agent (csa) discovered that there was a misuse of the product. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed that she was unable to test her blood sugar due to the reported issue and later, felt shakiness and dizziness, which could be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.